Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a broken grip at the midpoint of the grip. A piece approximately 0.115" x 0.208" was found to be broken off. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to the user, such as excess force applied to the instrument jaws.

Event description:
It was reported during a da vinci-assisted unspecified general surgical procedure, the mega suture cut needle driver instrument was noted with a missing tip. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. No fragment fell into the patient. The or staff used a backup instrument.